Event description:
It was reported that the insulin pump alarmed during the manual prime. Troubleshooting was performed, and the insulin pump continued to alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk. No alarms were noted.